Manufacturer narrative:
Concomitant product(s): 457453 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a week of implant, the right ventricular (rv) lead thresholds jumped and the sensing measurements 'went down the tubes.' The lead polarity was reprogrammed, resulting in an increased sensing, but also resulting in high thresholds. The lead will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.